Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "I received a complaint on the below product. When the needle is luered on, it is requiring extreme pressure to prime out air in needle. There appears to be something blocking or in syringe, possibly a small piece of plastic. This has happened with multiple lots. Please advise what we should do. Is this just a bad lot?" Verbatim: rcc received a complaint via email. Email(s) attached. There appears to be something blocking or in syringe, possibly a small piece of plastic. Lot#: 3300424. Product: needle, sfty 192-n251s preventsg org 25gx1".

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
Material#: 306616 , batch#: 3300424. It was reported by the customer that appears to be something blocking or in syringe, possibly a small piece of plastic. Verbatim: rcc received a complaint via email. Email(s) attached. There appears to be something blocking or in syringe, possibly a small piece of plastic. Lot#: 3300424. Product: needle, sfty 192-n251s preventsg org 25gx1". Comments on (B)(6) 2024.